Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during the withdrawal of matrix screw, the lock-cap could not be removed with the screwdriver. By forcing, the cap thread and the head of the screwdriver became smooth and the removal has been very hard. The surgeon could remove the second screw and after remove the rod and the screw together. Surgery was not prolonged. The unknown rod, the locking cap, and the pedicle screw are stuck together. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: manufacturing evaluation: the device was produced and distributed in april 2014. Our investigation shows that locking cap is still in a mounted condition with a unknown rod and a pedicle screw. The screw recess is badly deformed. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Based on the received information, we cannot determine the exact root cause. It is likely that the deformation at the screw recess was caused by over torquing and misuse. The relevant dimensions cannot be verified because the complained device can only be disassembled by destruction. Therefore, we consider this complaint to be indeterminate from a manufacturing standpoint. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product codes: mnh, mni, kwq, kwp. A device history review was conducted. The report indicates that there were no issues during the manufacture that would contribute to this complaint condition. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.